Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check , the cs300 intra-aortic balloon pump (iabp) units system is failing. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the error log window and found error code 65. The fse then found the pressure on x2 transducer to be 40 mmhg. The fse also found the compressor assembly pressure diaphragm to be damaged. So, in order to fix the issue, the fse replace the 5000 hour maintenance kit (0040-00-0147) and the problem was resolved. The unit was working fine and was handed over in good working condition.